Event description:
Information received with return of the explanted device notes that the patient experienced exertional dyspnea. During an exercise test, the patient's rate increase was minimal, but shortly after the exercise was stopped, the rate abruptly increased to the maximum sensor rate of 120 ppm before decreasing to the base rate.